Event description:
The son of a (B) (6) male patient contacted zoll lifecor customer support service to report there was a problem with the battery charger. The charger did not show any lights and while reseating the connection, the "whole thing came off." The patient was provided with a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the charger not lighting was due to the charger's power brick cable connector that had come apart and, therefore, could not be plugged into the charger. The root cause for the connector coming apart was not positively identified. No adverse event resulted from the defective battery charger. The patient received a replacement battery charger.